Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
This report was received from australian health authority (tga). A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient had visual impairment and abnormal sensation in eye. Due to vision disturbance, the patient could not drive at night, work on computer for long or read. The patient felt disorientated and unable to perform tasks that were easy prior to surgery. The patient could no longer work effectively at job.